Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. It was noted that the patient was receiving radiation treatments, however; the impedance change continued after radiation. High and undefined pacing impedance measurements were also reported. Non-sustained ventricular tachycardia episodes with artifact were noted. Review of performance data found that the implantable cardioverter defibrillator (ICD) had multiple bit flips as well as invalid data. Noise was noted on the electrograms. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.